Event description:
Customer reportedly received the following results on two systems within 10 minutes: 375 mg/dl (customer's aviva system) and 109 mg/dl (friend's aviva system). No information was provided regarding the friend's aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.